Manufacturer narrative:
Product event summary: the full lead was returned. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient was admitted to the emergency room. It was determined that the right atrial (ra) lead dislodged and caused perforation of the heart. The helix of the lead was extended. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.